Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received (B)(4) representative samples from the customer facility for investigation in support of this complaint. The first shipment contained (B)(4) samples, the second had (B)(4) additional sample from the incident lot. The (B)(4) samples from the initial shipment were visually checked and then the IV shields were physically evaluated, for attachment strength with no detachments or loose shields observed. In the second shipment, all (B)(4) were visually checked for defects and then these (B)(4) samples were evaluated for IV shield pull off strength, to obtain analytical data on the amount of force required to remove shields. All (B)(4) detached shields exceeded minimum values for shield pull off force. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion. Unconfirmed complaint. Bd was unable to duplicate or confirm the customers¿ indicated failure mode because the defect was not evident in the testing of the returned samples nor the DHR review. No definitive root cause could be established as to when or how the damage occurred.

Event description:
It was reported that the green IV shields on the bd vacutainer® flashback blood collection needle, 21gx1", are loose or broken off from hub, prior to use. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.